Manufacturer narrative:
Evaluation: a work order search was performed on the serial number and there were no similar complaints found within the work order.

Event description:
It was reported when the icm 130v4 13.0mm implantable collamer lens was removed from the vial, a haptic was folded over. The lens was not used and there was no patient contact.